Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with concerns about pacemaker longevity and the potential for the device to go into safety mode in the future due to a recent one year drop in longevity. The patient was intermittently pacing dependent and the hcp was concerned over safety mode settings. Ts discussed the patient had developed atrial flutter, resulting in an increase in atrial sensing, and there was also an increase in right ventricular (rv) lead thresholds from 1.4 volts to 3.5 volts which likely explained the increase in power consumption. The pacemaker appeared to be depleting normally based on usage. Ts discussed safety mode settings. Additional information was received indicating the pacemaker entered safety mode, triggering the red call doctor light notification on the communicator. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to cause of the longevity being lower than expected. Engineers also determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with concerns about pacemaker longevity and the potential for the device to go into safety mode in the future due to a recent one year drop in longevity. The patient was intermittently pacing dependent and the hcp was concerned over safety mode settings. Ts discussed the patient had developed atrial flutter, resulting in an increase in atrial sensing, and there was also an increase in right ventricular (rv) lead thresholds from 1.4 volts to 3.5 volts which likely explained the increase in power consumption. The pacemaker appeared to be depleting normally based on usage. Ts discussed safety mode settings. Additional information was received indicating the pacemaker entered safety mode, triggering the red call doctor light notification on the communicator. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with concerns about pacemaker longevity and the potential for the device to go into safety mode in the future due to a recent one year drop in longevity. The patient was intermittently pacing dependent and the hcp was concerned over safety mode settings. Ts discussed the patient had developed atrial flutter, resulting in an increase in atrial sensing, and there was also an increase in right ventricular (rv) lead thresholds from 1.4 volts to 3.5 volts which likely explained the increase in power consumption. The pacemaker appeared to be depleting normally based on usage. Ts discussed safety mode settings. Additional information was received indicating the pacemaker entered safety mode, triggering the red call doctor light notification on the communicator. The pacemaker system remains in service. No adverse patient effects were reported.